Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer stated there were gaps of missing blood glucose readings when she accessed the memory of the contour next meter. No ae alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.